Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer arrived and refilled the station before work began. After removing the rear panel, the field service engineer found that the release lever had been disengaged, preventing drawers 1.1 and 1.2 from closing. The field service engineer opened and closed all drawers to properly reset the release levers, and the technician contacted customer to reload the medication. The customer verified proper operation through the recovery process without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer failed and drawer was not closing. Also, when the user closed the pocket after taking out hydromorphone, the pocket next to it which contain ketamine opened up. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.